Event description:
It was reported that the pump failed downstream occlusion. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seal missing. There was evidence of the error found in the event history log. Reported problem was not duplicated during functional test. The downstream occlusion sensor passed the occlusion test and was in specification. Cause of the reported problem was unknown, as no fault was found with the device. For preventative action/measure the downstream occlusion sensor was recalibrated. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 2120. Correction: d4: catalog number: 21-2127-0104-01. Correction: h4: mfg. Date. 01-aug-2019.

Manufacturer narrative:
B5: additional information received on 25-jul-2022 via email and attached to complaint object: the malfunction occurred during testing, there was no patient involvement. H6: event problem and evaluation codes: updates not required.